Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device's o2 supply tubing has a leak. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The device was in clinical use at the time of the event. There was no report of patient or user harm/impact. The hose has a leak. The engineer replacement of o2 supply hose. Operating equipment and complies with the manufacturer's specifications.